Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with scratched case. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph for different periods of time and had high sleep current due to moisture damage at electrical board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery life was only 2 to 3 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.